Event description:
It was observed, during the device inspection. That the ultrasound gastrovideoscope was sticky and somewhat stuck to the olympus foil. In which, the scope was packaged. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer follow-up, the results of third-party testing, and the lms final investigation. Correction to d5 operator of the device" of the initial report, ""other - olympus" is being corrected to "health professional" and section e1 is corrected to the corresponding customer information. Additional information received from the customer stated the ultrasound gastrovideoscope tested positive in the suction, water and air channels for an unexpected contamination after culture testing the loaner scope due to the sticky residue in the packaging. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: air supply channel. Cfu: >100kve / 20ml. Bacterial identification: kocuria rhizophila. Sampling date: (B)(6) 2024. Sampling from: air supply channel. Cfu: 1kve / 20ml. Bacterial identification: gram positive coccus. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 50kve / 20ml. Bacterial identification: staphylococcus epidermidis. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 2kve / 20ml. Bacterial identification: staphylococcus pasteuri. Sampling date: (B)(6) 2024. Sampling from: water supply channel. Cfu: 12kve / 20ml. Cfu: <20kve / 20ml. Bacterial identification: kocuria rhizophila the device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures the following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer stated the ultrasound gastrovideoscope tested positive in the suction, water and air channels for an unexpected contamination after culture testing the loaner scope due to the sticky residue in the packaging. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.